Manufacturer narrative:
A ge service representative performed an on site investigation. The image quality was checked during the service call. There was no problem identified. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system images are noisy and illegible and no button can be pressed. No pt injury was reported.